Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd plastipak¿ syringe silicone solution discolored to yellow when coming into contact with the piston. The following information was provided by the initial reporter: "we use bd plastipak syringes for our activities. However, when using them (injection of lsr silicone), we notice that the silicone turns yellow when it comes into contact with the black part of the piston."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the unspecified bd plastipak¿ syringe silicone solution discolored to yellow when coming into contact with the piston. The following information was provided by the initial reporter: "we use bd plastipak syringes for our activities. However, when using them (injection of lsr silicone), we notice that the silicone turns yellow when it comes into contact with the black part of the piston."